Manufacturer narrative:
Other, other text: returned device was received with the battery door missing. No evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 add cassette damage. No adverse patient events reported. Event happened while testing.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 add cassette damage. No adverse patient events reported.